Event description:
A report was received that the patient had a lead fracture. It was noted that upon opening the midline incision the physician observed the lead was fractured due to the anchors were incorrectly placed. The physician does not suspect device malfunction. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8216-50 (B)(4) device evaluation indicated that the reported complaint of stimulator was not covering the patient¿s right side was confirmed. The visual inspection revealed that the lead was bent/kinked at the clik anchor site, 9 cm from the paddle end. The bent/kinked section of the lead was 1 cm from the clik anchor set screw mark. X-ray inspection found that all the cables were fractured at the bent/kinked location. It appears that excessive tensile force was exerted onto the lead and it resulted in the fractured cables.

Event description:
A report was received that the patient had a lead fracture. It was noted that upon opening the midline incision the physician observed the lead was fractured due to the anchors were incorrectly placed. The physician does not suspect device malfunction. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.